Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) developed an infection of unknown etiology in the area around the reservoir, caused by a surgical mesh implant, which compromised the entire ipp. Upon clinical evaluation, the existing ipp was explanted, the affected zone was irrigated with antibiotics, and a tactra malleable penile prosthesis was implanted. No additional information was provided.

Manufacturer narrative:
Implant date: approximated the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Manufacturer narrative:
Implant date: approximated. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) developed an infection of unknown etiology in the area around the reservoir, caused by a surgical mesh implant, which compromised the entire ipp. Upon clinical evaluation, the existing ipp was explanted, the affected zone was irrigated with antibiotic, and a tactra malleable penile prosthesis was implanted. No additional information was provided.